Manufacturer narrative:
Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system with the ent application the verification, tracking, and accuracy are normal. A registration probe was successfully verified with an error of 0.9mm. The emitter passed the pegboard test with an error of 1.320mm. Flexing the cable does not indicate any intermittent opens. Fully functional. The reported issue was unable to be duplicated by a medtronic representative. As previously reported the field generator (emitter) was replaced to resolve the issue.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. 08/28/2015 a medtronic representative, following-up at the site, reported performed a navigation system check-out. The medtronic representative found that the emitter was making an abnormal humming sound and was unable to track registration probe. From this evaluation, the emitter is likely the cause of the issue. Return requested. Replacement field generator shipped to site 08/28/2015. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer

Event description:
A site operating room (or) nurse reported that, while in a cranial procedure, the site's navigation system axiem was not tracking. The site was in the process of switching out the box and emitter while they were calling in. Switching the box resolved the issue. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.